Manufacturer narrative:
The product was not returned. Viscoelastic information was not provided. It is unknown if qualified product was used. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Only empty box of iol received, no sample available. The indicated empty box was not returned to the manufacturing site. It is unknown if a qualified viscoelastic was used. The IFU (instructions for use) instructs: during device preparation and implantation of the iol with the preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during the intraocular lens (iol) implant procedure the iol was stuck in injector and was not placed. Additional information has been requested.